Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, while out shopping with her husband, she felt unusually fatigued. The cgm showed 70 mg/dl, the patient did not confirm her bg with a fingerstick and took a glucose tablet. The patient stated that within minutes she became confused, disoriented, collapsed and had a seizure. Someone gave the patient orange juice while the store called emergency medical services (ems). Upon arrival, ems checked the patient¿s blood glucose which measured at 100 mg/dl. Ems advised the patient to go to the hospital for evaluation or eat a protein rich snack at home. The patient opted to return home, ate as advised, and her symptoms resolved fully by the time she arrived home with "stable" cgm readings. At the time of the report, the patient was feeling good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.